Event description:
It was reported that the set screw was unable to be removed from the device header during the implant procedure. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported field event of set screw anomaly could not be confirmed in the lab. The ventricular set screw was found to be normal during testing in the laboratory. It was able to engage with a torque driver normally and was able to secure and release a test lead normally. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.